Manufacturer narrative:
Bsa = 1.73m2 the customer¿s complaint of primary flowing during secondary chemo infusion (concurrent flow) was not confirmed or replicated. Visual inspection observed no abnormalities. The pcu event log contained no obvious programming errors for the secondary infusion that would result in the reported event. The intended rate for the primary infusion was not reported. The pump modules were not returned for investigation; however the event description states that biomed tested the pump modules and no issues were identified. No issues were observed with the suspected primary set during functional testing . No concurrent flow was observed at the infusion rate of 600ml/hr when proper head height was used. The root cause of the customer¿s report of concurrent flow was not able to be identified.

Event description:
It was reported that cyclophosphamide 1400 mg (250 ml bag) was to be infused over 30 minutes at a rate of 600 ml/hr via a secondary set, and the chemo infused slower than expected, while the primary bag appeared to infuse faster than expected. The primary bag contained normal saline in a 250 ml bag. The pole hook was fully extended, two hangers were used to increase height differential, and the secondary set clamp was open. Concurrent flow was observed from both containers. The user obtained two pump modules and observed the same results with both devices. There was no adverse effect to the patient and the patient's dose of chemo was delivered completely. Biomed tested the pumps, no issues were identified and the devices were returned to patient care areas. A log review and testing of the set was requested. The event occurred in the bone marrow transplant outpatient clinic. The customer stated that the medication was fully delivered to the patient, and that there were no adverse effects or patient harm.

Manufacturer narrative:
Concomitant medical products: baxter secondary set, model jb0089m. Although requested, device has not been received, and no patient details were available. A follow up report will be submitted with failure investigation results should the device be received for evaluation. (B)(4).

Event description:
It was reported that cyclophosphamide 1400 mg (250 ml bag) was to be infused over 30 minutes at a rate of 600 ml/hr via a secondary set, and the chemo infused slower than expected, while the primary bag appeared to infuse faster than expected. The primary bag contained normal saline in a 250 ml bag. The pole hook was fully extended and the secondary set clamp was open. Concurrent flow was observed from both containers. The user obtained two pump modules and observed the same results with both devices. There was no adverse effect to the patient and the patient's dose of chemo was delivered completely. Biomed tested the pumps, no issues were identified and the devices were returned to patient care areas. A log review and testing of the set was requested.